Manufacturer narrative:
B3. Date of event: month and year of the event have been provided, but day is unknown d4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated there was an air leak from the cuff. The operator of the device was a health professional. The sample was available for return. This event occurred during use. There was no disinfection or sterilization, and no infectious disease occurred. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
H6: updated. H3: one sample was received. Sample was visually and functionally tested and the customer reported complaint was able to be confirmed. The welding process on the cuff was not completely done on part, due to the thickness of the cuff. A DHR review was unable to be completed as no lot number was provided.